Event description:
This patient who had a vena cava filter placed approximately one year ago. After being diagnosed with deep vein thrombosis (dvt), returned to the hospital complaining of abdominal pains. Plain abdominal films were taken and revealed multiple fractures of the filter.